Manufacturer narrative:
Btl followed up with the user facility to gather additional information. Per the user facility patient tolerated the treatment well. The patient´s injury is still healing. The system logs were reviewed for the treatment date and confirmed that no system malfunction occurred during the treatment date. A f/u report will be made to the agency if and when new information is received about this case.

Event description:
It was reported that a female patient treated by vanquish to abdomen experienced blisters in the treated area. Patient underwent debridement.